Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge fits looser on the pump due to pump housing damage. Customer's blood glucose (bg) level ranged between 301 (mg/dl) and over 600 (mg/dl). Customer addressed bg level by administering a manual injection and drinking water. Reportedly, the customer will continue to use the pump for insulin therapy.

Event description:
It was reported that the cartridge fits looser on the pump due to pump housing damage. Customer's blood glucose (bg) level ranged between 301 (mg/dl) and over 600 (mg/dl). Customer addressed bg level by administering a manual injection and drinking water. Customer went to the ER but left before being treated. Reportedly, the customer will continue to use the pump for insulin therapy.